Event description:
It was reported during the procedure when the subject stent was prepared to deploy, it was not visible under fluoroscopy. The physician suspected the stent deployed in the catheter. The catheter was removed and both the catheter and subject stent were replaced. The procedure was completed successfully with no clinical consequences to the patient.

Manufacturer narrative:
D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. H3 device evaluated by mfg ¿updated. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the stent delivery wire (sdw) was noted to be kinked/bent. The stent was recovered during microcatheter investigation (stent was broken during recovery) the stent introducer sheath distal tip was damaged. Functional testing was not performed as the damage to the device was confirmed visually. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event of the stent deployed prematurely during use was confirmed during device analysis. The other event of the device or device component not visible under fluoroscopy could not be confirmed as this is procedure/patient related. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. It was also reported that continuous flush was set up and maintained throughout the clinical procedure and that the patients anatomy was 'moderately tortuous'. It was reported that 'the physician intended to use an stent. The stent was successfully delivered into an microcatheter. When preparing to deploy the stent, however, it was not visible. The physician suspected that the stent had deployed inside the microcatheter. Consequently, the microcatheter and stent were removed, and a new microcatheter and stent were used to complete the procedure'. There is a product condition update provided which states that after the procedure the physician cut the microcatheter to check for the presence of the stent. The stent was returned for analysis in a deployed condition inside the proximal lumen of a returned microcatheter. The lumen of the microcatheter unit was already cut open which is aligned with the event description. Once recovered the stent was noted to be deformed and broken/fractured. This fracture will not be accounted for in ther damage as it highly likely to have occurred as a result of the microcatheter being cut open at this location. The introducer sheath was returned for analysis and was damaged at the distal tip opening. The stent delivery wire (sdw) was also returned and was noted to be kinked/bent at the proximal and mid sections of the wire. Given the damage noted to the various parts of the stent system, one possibility is that the introducer sheath was initially set up correctly but subsequently moved slightly distally prior to stent advancement out of the sheath. If the rhv vent cap is not sufficiently tightened it is possible for the sheath to experience minor inadvertent movement. Distal movement of the sheath in the hub would result in the distal tip opening of the sheath getting damaged/crushed. If this were to occur, it is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would experience some level of damage. The user will then experience resistance while attempting to advance the stent through the microcatheter. The as reported event of the stent deployed prematurely during use as well as the as analyzed damage of stent deployed prematurely during use, stent deformed, stent introducer sheath distal tip damaged and sdw kinked/bent will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to unknown procedural and/or anatomical factors during use. The reported event of the device or device component not visible under fluoroscopy will be assigned not confirmed.

Event description:
It was reported during the procedure when the subject stent was prepared to deploy, it was not visible under fluoroscopy. The physician suspected the stent deployed in the catheter. The catheter was removed and both the catheter and subject stent were replaced. The procedure was completed successfully with no clinical consequences to the patient.